Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during testing. Unit passed rewind test, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test. Motor was tested outside of the device and passed. Unit had minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tubelip.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 7.4mmol/l. No further information reported.